Event description:
It was reported that during a laparoscopic gastrectomy procedure, the device was loaded with a green cartridge, closed and put through trocar. Once through the trocar it could not be opened. The jaws would not open. The device was pulled out, once out of the trocar, the jaws still could not be opened. This was the initial firing attempt. A new device was used to complete. There was no patient impact. The device will be returned.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. The ec60a device was received for analysis with no visual non-conformances and with a green cartridge reload present. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. A batch record review was performed and no anomalies were found during the manufacturing process.